Event description:
It was reported that following the implant procedure, the patient experienced phrenic nerve stimulation (pns) and a high capture threshold from the left ventricular (lv) lead. The physician attempted to reprogram the device, but pns was still present. The lv lead was explanted and replaced to resolve the event and the patient was stable with no additional adverse consequences. It was indicated that this lead was discarded and will not be returned for analysis.